Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access obtained via left common femoral artery with a non-bsc introducer sheath. The 75% stenosed target lesion was located in a moderately calcified and moderately tortuous common iliac artery. After a non-bsc guidewire was advanced to the lesion, a 6.0mmx20mmx135cm (4f) sterling balloon catheter was selected to pre-dilate the lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres. No vessel damaged occurred. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and patient's status is good.